Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 270(mg/dl). Additionally, it was reported that the pump touch screen was unresponsive, however, the customer declined further troubleshooting. Reportedly the customer had manual injections as alternate insulin therapy.